Event description:
This is the first of two slippages involving a mayfield skull clamp from the same facility. The first of two reports of slippage from the same facility, but a different surgeon. The unit was in contact with the patient when the slippage occurred. There was no injury involved.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.